Event description:
The user facility reported an employee came into contact with s40 causing a burn. The employee did not seek medical treatment or miss time from work. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the unit and found a loose screw on the proximity switch and the latch bar was out of adjustment causing the unit to display "close lid" when the lid is closed and latched. Due to the "close lid" alarm the employee opened the lid of the unit and in the process the aspirator probe came out of the previously aspirated s40 cup thus contacting the employees arm. The technician repaired the unit and returned it to service. An in-service was offered to the facility; the facility declined our offer.